Manufacturer narrative:
Quality safety evaluation received on 18-apr-2016, (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her child; who was exposed to essure (fallopian tube occlusion insert) in uterus. According to the consumer, her son died as a result of physician's lack of knowledge (unspecified). The reported event is unlisted according to essure's reference safety information. In this particular case, limited information was provided. Neither the adverse events experienced by the child nor his age at the time of death were specified. Nevertheless, considering the consumer related the event to essure and since no follow-up will be possible, company considers causality with the suspect insert cannot be totally ruled out and this case was regarded as incident (due to death). Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. No active follow-up will be possible, due to lack of contact details

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016 which refers to a male child who was exposed to essure when his mother became pregnant. The mother had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. In 2011 she found out she was pregnant with her third child (case (B)(4)). The physician she was seeing was not trained to perform the essure procedure so she went to a conference and spoke with some essure sales representatives. The consumer stated that her son died as a result of physician's lack of knowledge. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her child; who was exposed to essure (fallopian tube occlusion insert) in uterus. According to the consumer, her son died as a result of physician's lack of knowledge (unspecified).the reported event is unlisted according to essure's reference safety information. In this particular case, limited information was provided. Neither the adverse events experienced by the child nor his age at the time of death were specified. Nevertheless, considering the consumer related the event to essure and since no follow-up will be possible, company considers causality with the suspect insert cannot be totally ruled out and this case was regarded as incident (due to death).a product technical analysis is being sought. No active follow-up will be possible, due to lack of contact details

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.